Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery test alarm noted during testing. Hardware low level failure alarm confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm, also had failed battery alarm. Customer reported that they were able to clear and rewind the insulin pump. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.